Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who reported that their infusion system was removed on (B)(6) 2019 due spinal leak. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. The hcp contacted the rep and told the rep that they were in the middle of a catheter revision. The hcp nicked the spinal segment of the catheter. The hcp planned to monitor the patient for the following couple of days to see if the revision was successful. The hcp reported on (B)(6) 2019 that the patient was experiencing extreme headaches and the infusion system would be explanted that day. The headaches began 1-2 days prior to (B)(6) 2019. It was unknown if the headaches would get better when the patient laid down. It was reported that prior to this and post implant the patient was doing great. The issue was not resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.